Event description:
It was reported that during an ercp the physician placed the wire into the bile duct. He then placed a 7 fr stent over that wire. When he attempted to place a 10 fr stent over the same wire, he had difficulty advancing the stent out of the escape. During this attempt to place the stent further out of the scope the wire cover advanced off of the inner core. The stent was not placed and was removed. No obvious injuries occurred to the pt.